Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the positive or negative controls. A few samples contained "failed control" flags for the internal control. The customer data review found that there is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 513861, lot 515652 and lot 513771 are performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513861, lot 515652 and lot 513771 and the components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA/non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513861, lot 515652 and lot 513771 and the components was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 513861, lot 515652 and lot 513771. A total of 9 additional unique complaint tickets were identified as related. One ticket is still undergoing troubleshooting in the field and the remaining tickets were investigated and did not identify a product deficiency. Several customer complaints have reported discrepant results with abnormal fluorescence/curves across multiple lots of alinity m resp-4-plex amp kit (list 09n79-090). In order to ensure there is no product deficiency for this product, a complaint search and frequency of occurrence calculation was completed to assess the performance of the product in the field. The frequency of discrepant results with abnormal fluorescence/curves for the alinity m resp-4-plex product is 0.03%. According to the alinity m resp-4-plex clinical performance protocol, the negative percent agreement (npa) between alinity m resp-4-plex and the comparators assay shall be 95% or greater (frequency < 5%). The frequency of discrepant results is less than 5% therefore a product deficiency for alinity m resp-4-plex (list 09n79) could not be identified from this analysis. The customer's observation of abnormal curves was verified; however, the occurrences of these results continue to meet our design specifications. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 513861, lot 515652 and lot 513771 was not identified.

Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported 20 false positive results on the alinity m resp-4-plex assay for sars-cov-2. The customer originally questioned the samples due to an unusual amplification curve observed on one sample. Customer retested the sample on another system and on the alinity m system, which both generated negative results. The customer then reviewed all previous curves from that month and identified 19 others which were also falsely reported as positive. The customer is reporting an impact to patient management. As a result of the false positive results being reported to the patients three patients had been moved into covid bays and hadn't then been de-escalated within 24 hours, so they had to remain in isolation and two patients had their endoscopy procedures postponed. The others had already been discharged or were completing a period of self isolation. All patients re-tested as negative. No impact to patient management other than quarantining and delay of endoscopic procedures has been reported. This is considered an inconvencience and does not constitute a serious injury. This incident is being reported to FDA because the incident occurred in the united kingdom using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.